Manufacturer narrative:
As reported, a patient underwent placement of an unknown cordis inferior vena cava (ivc) filter. The indication for filter placement was not reported. Per scan imaging, the patient was noted to have a cordis filter; however, the type of cordis filter was not identified. The filter subsequently malfunctioned and caused injury and damage to the patient; including, but not limited to, that approximately nine years after the filter was implanted, the patient passed away due to a number of health issues, including declining health issues that upon information and belief are related to the implantation of the inferior vena cava (ivc) filter. The filter has not been made available for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The cordis vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Death is a known potential complication associated with the use of the ivc filter devices and is listed in the IFU as such; however, in this case the cause of death was not reported; therefore, an adequate assessment of the relationship of the filter to the event of death is not possible. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a vena cava filter. Per scan imaging, the patient was noted to have a cordis filter; however, the type of cordis filter was not identified. The filter subsequently malfunctioned and caused injury and damage to the patient; including, but not limited to, that approximately nine years after the filter was implanted, the patient passed away due to a number of health issues, including declining health issues that upon information and belief are related to the implantation of the inferior vena cava (ivc) filter. The decedent suffered significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside the body.